Event description:
It was reported by provider that the weld is broken at the seat post and crossmember on the m41srr power chair. (B)(4) in tech states warranty and gave part numbers to replace. Provider is not aware if the end user was using the chair outside or hit a threshold. The caller has no further information.